Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist had to remove the dental implant because it had no primary stability. The implant was installed in intraoral region #3 and patient presented insufficient bone quality/quantity (bone type iii). There is no information about implant replacement.